Event description:
The instrument was used during a laparoscopic appendectomy. It was reported upon the second firing of the device the instrument locked and would not fire. A second instrument was opened to finish the case. No buttressing material was used. There was no consequence to the pt.

Manufacturer narrative:
Results of eval: conclusion-based on the inquiry info and the visual examination it was concluded that the reported incident may have been due to a defective component. Comments-co strives to understand each incident as it occurs in order to continuously improve products.